Event description:
It was reported that the caller experienced a cgm error identified as error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on how to reset the pump, and the caller was guided through the process. After the pump reset, the cgm error code did not appear again, and the caller successfully started their sensor session.